Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol kugel patch (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol soft mesh device. Not returned.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1). It is alleged that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #2) and an unspecified bard/davol bard soft mesh. It is alleged that on (B)(6) 2016, and (B)(6) 2018, the patient had unspecified injuries related to a defect in the kugel patch (device #1) and 3dmax (device #2) and underwent revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the kugel patch (device #1) and 3dmax (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol kugel patch (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may -2014) is considered to be the best estimate. Updated data: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1). It is alleged that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #2) and an unspecified bard/davol bard soft mesh. It is alleged that on (B)(6) 2016, (B)(6) 2018, and (B)(6) 2018, the patient had unspecified injuries related to a defect in the kugel patch (device #1) and 3dmax (device #2) and underwent revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the kugel patch (device #1) and 3dmax (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with implant of kugel hernia patches (device 1 and 2). Per op notes, ¿on the right inguinal region, the hernia defects were noted and reduced. A kugel hernia patch (device 1 - right) was placed and sutured. On the left inguinal region, a large hernia defect was noted with peritoneal fat were reduced. A kugel hernia patch (device 2 - left) was placed and sutured.¿ on (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with excision of kugel hernia patch (device 2), implant of 3dmax (device 3) and bard soft mesh (device 4). Per op notes, ¿previous left groin incision was opened. The scar tissue was excised. The prior mesh (device 2) was noted rolled up was excised and removed. The recurrent hernia is on the lateral side of old mesh. The hernia was reduced. Adhesions were lysed. A 3dmax (device 3) was placed in the preperitoneal space and sutured. A bard soft mesh (device 4) was placed as overlap and sutured.¿ on (B)(6) 2018 - patient was diagnosed with abscess and infected left groin mesh thereby underwent open repair with incision and drainage of abscess and partial excision of 3dmax (device 3) and bard soft mesh (device 4). Per op notes, ¿granulated tract was excised. Abscess was drained. A infected small piece of prior meshes (device 3 and 4) were partially excised and removed.¿ on (B)(6) 2018 - patient was diagnosed with recurrent left and right inguinal hernias, infected right and left groin mesh, fistula on left groin thereby underwent open repair with excision of kugel hernia patch (device 1), 3dmax (device 3), bard soft mesh (device 4) and implant of biological mesh. Per op notes, ¿midline incision was made and carried down through the preperitoneal space on the left groin. The border of 3dmax (device 3) with some tacks were palpated and excised entirely. Sinus draining tracts were noted under the mesh were excised. Fistula tract from the mesh to internal ring was excised. The overlap mesh (device 4) was also excised ad removed. Adhesions were lysed. Left cord and testicle were excised and removed. The recurrent hernia defect was noted and reduced. A biological mesh was placed on the left groin and sutured. On the right inguinal region, the mesh edges were contracted. The prior mesh (device 1) was adherent with seroma cavity were excised entirely. The recurrent hernia defect was noted and repaired with sutures.¿